Event description:
It was reported that the patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as medical facility kept the explanted ipg.